Manufacturer narrative:
Correction noted on (B)(6)2018 to 3500a follow-up #1. Method codes should have included ¿analysis of production records¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record was provided on (B)(6)2018. The device history record (DHR) for the lot number 30004557l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After an hour using this catheter and while ablation was conducted for the bottom of the right pulmonary vein, the catheter could not be deflected as intended. The catheter was checked visually. The issue was resolved by changing the catheter. The procedure was completed. No patient consequence was reported. The device was visually inspected and the helix was found broken inside the pebax. Also the pebax has a hole. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After an hour using this catheter and while ablation was conducted for the bottom of the right pulmonary vein, the catheter could not be deflected as intended. The catheter was checked visually. The issue was resolved by changing the catheter. The procedure was completed. No patient consequence was reported. This deflection issue was assessed as not reportable. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation and discovered on (B)(6) 2018 that the helix spring was broken inside the clear pebax sleeve as it has a hole approximately 5.5 mm from the distal end of the tip dome with metal exposed. In addition, on (B)(6) 2018 a scanning electron microscope (sem) showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole on the pebax is assessed as a reportable issue. The awareness date of this reportable issue is (B)(6) 2018.